Manufacturer narrative:
Vyaire's in-country business partner service group reported evaluating the ventilator device. The ventilator device was cycled for twenty-four hours without any anomalies. The service group was unable to duplicate the reported event. The suspect ventilator device is currently unavailable for further analysis and no return good authorization (rga) has been issued by vyaire. In the event that the device is received for evaluation or additional information is received, a follow-up report will be submitted.

Event description:
The customer reported that while the ventilator was in use with a patient, the touchscreen was unresponsive, the ventilator was not delivering the set parameters, and no audible alarm was present. The patient was found to be pulseless and developed a cardiac arrest. The patient was removed from the ventilator and attached to a manual resuscitation bag for manual ventilation. Another ventilator device was attached to the patient and was given cardio-pulmonary resuscitation according to the facility protocol. However, according to the customer the patient could not be revived despite the best possible measures and the patient was declared dead by the facility medical staff. The customer reported that their biomedical engineers evaluated the ventilator thoroughly and was unable to identify any abnormalities, faults, or error messages in the event log record.